Manufacturer narrative:
Additional information (B)(6) 2023): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the instrument data files and the information provided by the customer. The customer sent the patient sample to siemens for additional studies, and the patient sample was received. The sample was evaluated by siemens, and macrotroponin (autoantibody immune complex) interference was identified with the loci high-sensitivity troponin I (tnih) assay. Hsc concluded the cause of the event was macrotroponin interference with the tnih assay. A potential product issue was not identified. The customer is operational. As stated in the limitations of procedure section of the dimension exl tnih instructions for use (IFU): "patient samples may contain heterophilic antibodies or cardiac troponin-specific autoantibodies that could react in immunoassays to give falsely elevated or depressed results. This assay has been designed to minimize interference from heterophilic antibodies. Nevertheless, complete elimination of this interference from all patient specimens cannot be guaranteed. A test result that is inconsistent with the clinical picture and patient history should be interpreted with caution.¿ the device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2432235-2023-00092 was filed on (B)(6) 2023. Supplemental MDR 2432235-2023-00092 supplement 1 was filed on (B)(6) 2023.

Manufacturer narrative:
Additional information (12-may-2023): the initial MDR stated that "an additional MDR was filed for the event that occurred on (B)(6) 2023." The additional MDR number is 2432235-2023-00091.

Event description:
A discordant falsely elevated loci high-sensitivity troponin I (tnih) patient sample result was obtained on a dimension exl 200 system. The falsely elevated result was not reported to the physician(s). The same sample was reprocessed on an alternate non-siemens system using troponin I methodology at another facility. A lower result, considered correct, was obtained and reported. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated loci high-sensitivity troponin I (tnih) result.

Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens healthcare diagnostics customer care center (ccc) regarding a falsely elevated loci high-sensitivity troponin I (tnih) patient sample result obtained on a dimension exl 200 system. Siemens is investigating the event. An additional MDR was filed for the event that occurred on (B)(6) 2023.